Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and functional draw testing and the indicated failure modes for insufficient blood flow and leakage with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional draw testing and no issues were observed relating to insufficient blood flow and leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes insufficient blood flow and leakage. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd preset arterial blood collection syringe, two (2) syringes leaked leading to insufficient blood flow. There were no health impact or consequences reported.